Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an irritation under both back te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended only wearing at night and taking off during the day for the skin irritation. Follow up indicated that the skin irritation improved.